Event description:
On 17-nov-2021, the following information was provided to kci by the wound care consultant: the v.a.c.® therapy system was allegedly turned off for two hours. It is unknown who switched off the v.a.c.® therapy system. The healthcare provider subsequently observed the patient and noted the patient's wound was necrotic, malodorous with crumbling bone that was allegedly due to the v.a.c.® therapy system not being on with the v.a.c.® dressing in place. The wound care consultant requested clarification if the v.a.c.® dressing should be changed if the negative pressure is not being applied for more than two hours. On 08-dec-2021, the following information was provided to kci by the wound care consultant: this event is not a complaint against the manufacturer, and it is not a failure of the equipment. The wound care consultant requested clarification regarding information in kci's guidelines in order to understand that a lapse in care could cause harm. No additional information has been provided. The v.a.c.® dressing type and lot number were not provided, and the product was not returned, therefore, a device evaluation and a device history review could not be performed.

Manufacturer narrative:
Date of event: the specific date of the event is unknown. Device identifier was not provided. Based on the information provided, it cannot be determined that the alleged events are related to the v.a.c.® dressing. It is unknown if or what medical or surgical intervention was required. This report is being filed as a potential use error due to the v.a.c.® dressing being left in the wound for longer than the manufacturer's recommendations without active v.a.c. ® therapy. The v.a.c.® dressing type and lot number were not provided, and the product was not returned, therefore, a device evaluation and a device history review could not be performed. Device labeling available in print, states: warnings never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Deterioration of wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours.